Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported by the consumer that needle broke off in injection site during injection. Please note that this product has a retractable needle design. The metal cannula of the needle retracts into the inner plunger rod for safety. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd integra¿ syringe with detachable needle broke off into the injection site during the injection process. The consumer went to the urgent center and had x-rays done, and was referred to a surgeon. The x-rays showed something in the area, but it was not stated that it was the broken needle. The following information was provided by the initial reporter: "consumer reported that the needle broke off in the injection site during injection. He stated that he went to the urgent center, had x-rays done and was referred to a surgeon. He said the doctor told him that there was something there but did not say it was a needle. Consumer was not aware that the syringe is retractable. He said that he is not experiencing any pain or discomfort."